Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's lead dislodged. The dislodgement led to oversensing and inappropriate therapy. A lead revision was attempted, but the helix contained tissue. The lead was explanted. The patient was stable before, during, and after the procedure.